Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department due to syncope/near syncope. A remote transmission was sent. Information received on the remote transmission was reviewed by qualified personnel. It was determined that the right ventricular (rv) lead displayed intermittent rv undersensing. Follow up was conducted and it was verified that no reprogramming has been completed at this time. The lead remains in use. No further patient complications have been reported as a result of this event.